Event description:
Philips received a complaint reporting an auxiliary alarm supply failed on the v60 ventilator. The device was reported to be not in clinical use. There was no report of harm. There was no patient or user impact. A philips authorized service provider (asp) evaluated the device and confirmed diagnostic code 1115 (auxiliary alarm supply failed) in the event log. The asp reported the user interface (ui) printed circuit board assembly (pcba) was replaced. The device was operational and returned to service after repairs were completed.